Event description:
Per medwatch form received from customer, "pt underwent posterior spinal fusion for idiopathic scoliosis from t9 to l4. On postoperative day # 3, the jp drain broke while the physician was attempting drain removal. The pt was taken to the operating room for removal. The distal end of the drain was inspected and was intact and was fully removed from the spine wound. The surgery was completed without incident."

Manufacturer narrative:
Unfortunately, the actual product involved in this incident was not returned for our investigation. Without a product sample or a lot number, a complete investigation cannot be performed and the device history record cannot be reviewed. Consequently, we are unable to determine the root cause of the reported incident. We will continue to monitor for other similar complaints and utilize the info as part of continuous improvement.